Manufacturer narrative:
The 5f pro PICC was returned for evaluation along with two end caps and pieces of the "securcath" device. Visual inspection revealed the lumen is slightly kinked with white stress marks near the 0 cm mark. A hole in the lumen was noted near the 3 cm mark. The hole appears triangular in shape with each of the three "sides" protruding outward and away from the lumen. This is indicative of the lumen bursting from within. The device was further evaluated by medcomp engineering. The condition of the hole in the lumen suggests it may be the result of injection under excessive pressure. The contract manufacturer conducted a review of the manufacture records for the lot number reported. During the DHR review, nothing out of specification was found. The lot was manufactured according to current standard operating procedures and quality assurance procedures. The incident is considered not related to the manufacturing process. The instructions for use (IFU) contains the following: *contrast media should be warmed to body temperature prior to power injection. Warning: failure to warm contrast to body temperature prior to power injection may result in catheter failure. *warning: failure to ensure patency of the catheter prior to power injection may result in catheter failure. *do not exceed the maximum flow rate printed on the catheter. Warning: power injector machine pressure limiting feature may not prevent over pressurization of an occluded catheter. Warning: exceeding the maximum indicated flow rate may result in catheter failure and/or catheter tip displacement. *small syringes will generate excessive pressure and may damage the catheter. Ten (10)cc or larger syringes are recommended.

Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The PICC line is on trial and used in radiology for contrast and "blew out". Line ruptured/split under pressurized saline during CT scan.